Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) longevity dropped for one year in a span of five months. An engineering analysis was performed in which result showed that the device power consumption increased when atrial fibrillation (af) started. The battery depletion appeared to be related to the extra sensing of the af. To date, the device remains in service. No adverse patient effects were reported.